Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8029876. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a sterility issue. The plunger cap was crushed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 328466 batch no. 8029876 it was reported that one plunger cap was crushed on one syringe. Verbatim: from phone call on 2019-03-28 06:35:50: confirmed his address. Consumer reported the one of the plunger cap from syringe from the bag he found was crushed. He confirmed poly bag was sealed. Sample available. Lot# 8029876; expiration date-02-28-2023; item#328466. Offered to send a voucher.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 30g, 12.7mm, 0.5ml bd insulin syringe. Consumer reported the one of the plunger cap from syringe from the bag he found was crushed. The returned syringe was examined and exhibited a crushed plunger cap and broken plunger rod, thus confirming the alleged defect. A review of the device history record was completed for batch# 8029876. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200739361] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a sterility issue. The plunger cap was crushed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 328466 batch no. 8029876 it was reported that one plunger cap was crushed on one syringe. Verbatim: from phone call on (B)(6).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a sterility issue. The plunger cap was crushed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 328466 batch no. 8029876. It was reported that one plunger cap was crushed on one syringe. Verbatim: from phone call on (B)(6) 2019 06:35:50: confirmed his address. Consumer reported the one of the plunger cap from syringe from the bag he found was crushed. He confirmed poly bag was sealed. Sample available. Lot#: 8029876, expiration date- 02-28-2023, item#: 328466. Offered to send a voucher.